Event description:
While outside the patient prior to a percutaneous transluminal angioplasty (pta) procedure in a 90% stenosed lesion with calcification and moderate tortuosity in the left external iliac artery (eia), it was reported that the distal tip of the intravascular ultrasound (ivus) catheter detached. The physician reported resistance was felt while inserting the ivus catheter to the guide wire when the distal tip of the catheter detached at the guidewire exit port from the catheter. The procedure was completed with a new ivus catheter. No patient injury was reported and the patient status was reported as "good".

Event description:
While outside the patient prior to a percutaneous transluminal angioplasty (pta) procedure in a 90% stenosed lesion with calcification and moderate tortuosity in the left external iliac artery (eia), it was reported that the distal tip of the intravascular ultrasound (ivus) catheter detached. The physician reported resistance was felt while inserting the ivus catheter to the guide wire when the distal tip of the catheter detached at the guidewire exit port from the catheter. The procedure was completed with a new ivus catheter. No patient injury was reported and the patient status was reported as ¿good¿.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in this lot. The device labeling and directions for use (dfu) revealed these warnings and precautions: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. Precautions: if difficulty in backloading the guidewire into the distal end of the catheter is encountered, inspect the guidewire exit port for damage before inserting the catheter into the vasculature. The use of a damaged guidewire exit port could increase the resistance of catheter advancement or withdrawal. The review of the device labeling found no evidence or indication that the device was used against the labeling and/or directions for use. The product was not returned to the manufacturer for evaluation as it was disposed by the facility. The root cause for the tip detachment cannot be determined and it cannot be determined if the device failed to meet specifications because the device was not returned for analysis.

Manufacturer narrative:
The device was disposed by the facility; therefore, a device evaluation cannot be performed.